Manufacturer narrative:
The company representative examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. A root cause has not been identified. (B)(4).

Event description:
A surgeon reported that at the end of a cataract surgery, a burn of the iris occurred. It was treated with anti-inflammatory medications only. The symptom completely resolved with a visual acuity of 1.0 one week later. The eye was not irritated. There are no negative consequences for the pt.